Event description:
The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 mg/dl. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. Customer took glucagon tablets and customers daughter gave glucagon injections to address bg. Reportedly the customer went into shock and was shaking. Glucagon tubes were given by ems and the hospital gave food and sugar to address bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.